Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, the device displayed "technical failure 316" message. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Additional information received indicates that tech support reviewed the provided log files which confirmed entries of "blower restart" recorded. The findings by technical support in the provided device log files indicate a blower assembly failure. A replacement blower was sent to the customer.